Manufacturer narrative:
Bci service replaced the sample syringe valve. The unit is operating as intended.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a sample syringe valve leak. The instrument was not in use. No injury was reported.